Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s legal guardian that on (B)(6) 2026, the omnipod controller failed to hold a charge despite being charged to 100%, noting that the battery would rapidly deplete within fifteen minutes if unplugged from power. This led to an increase in the patient¿s blood glucose levels to 27 mmol/l (486 mg/dl), and home ketone testing yielded a high result, prompting the legal guardian to seek medical attention. The patient was transported to the emergency room at diana, princess of wales hospital, where they were diagnosed with elevated blood glucose and ketones. Treatment consisted of insulin injections, and the patient was released after approximately 45 minutes to one hour. According to the report, the pod remained in use during the event, and the omnipod system was operating in automated mode at the time but repeatedly transitioned to manual mode.